Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the nephrostomy procedure, the drainage catheter was placed. The device was secured with sutures and the accompanying stat lock device. Soon after the patient returned to the ward the drainage catheter had disconnected from the hub and the device was replaced. There were no further details given to as to why this may have happened. No other adverse effects to the patient were reported due to this occurrence.